Event description:
It was reported to philips that startup failure of the image storage device occurred, making exposure not possible on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service restarted the system, considering the issue a one-time failure. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).